Manufacturer narrative:
The device was not returned. The manufacturing records were reviewed and no nonconformities were found.

Event description:
It was reported to nevro that a patient fell in the shower and hit his head. The patient passed away the following morning from a massive brain bleed. Nevro had attempted to obtain a medical assessment from the implanting physician, but no additional information was available.